Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the missing thixotropic adhesive (ke45) on the forceps channel, the light guide cover chip, the peeling glue on the pink rubber, and the chip on the objective lens cement was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited missing thixotropic adhesive (ke45) on the forceps channel, a light guide cover chip, peeling glue on the pink rubber, and a chip on the objective lens cement. There was no patient involvement.